Event description:
Report received of unrequested dose deliveries. The pump was programmed in the pca only mode with demerol 10mg/ml with a pca dose of 10mg every 10 minutes and a 4-hour lockout of 200mg. It was reported that the pt walked into the hall to notify the staff that pt felt the pump was delivering medication without the pt pushing the pt pendant. The pt reported that anytime pt would "jiggle the cord, it gave medication". The staff reportedly investigated and reported that the pt had been given 3 unrequested bolus doses for a total of 30mg of demerol. It was also reported that the 10-minute lockout was not functioning and that the pt was able to get more than one bolus dose within the 10-minute lockout period. The pump was taken out of service and replaced. There was no reported adverse pt event or harm. The pt was reportedly discharged home the following day. Though requested, there was no further info available.